Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled device change out procedure. The right ventricular lead exhibited high thresholds. The physician elected to cap and replace the lead. No patient symptoms were reported.